Manufacturer narrative:
H10: bench repair evaluated the device and could not confirm the reported problem. Investigation indicated that there was no evidence of a malfunction of the touchscreen.  Philips was unable to duplicate the alleged condition and the device performed as designed.  Therefore, the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a touchscreen issue. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.